Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported for this lot. Based on the information reviewed, the positioning failure was likely due to patient conditions. Lastly, the reported tissue damage appears to be due to procedural conditions. The reported patient effect of tissue damage as listed in the mitraclip instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.na

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the damage to the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped however the posterior leaflet slipped out. The leaflets were re-grasped however again, the posterior leaflet slipped out. It was then noted the posterior leaflet was damaged. The clip was not implanted and the cds removed. The procedure was aborted with the mr remaining at 4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.